Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 as reported, the balloon of a 6/7f mynx control vascular closure device (vcd) would not inflate and that the balloon had a pin hole. There was no reported patient injury. The device was stored per the labeling. The device was opened in a sterile field. The user is trained to the device. Additional information was requested but not provided. A non-sterile mynx control vascular closure device 6/7f was returned for investigation following a reported complaint. Visual inspection shows that button 1 and button 2 were not depressed. The stopcock was open, with a syringe attached to the device. There was no catheter sheath introducer (csi) inserted on the device and the sealant was present in manufacturing position on the device fully covered per the sealant sleeves that did not show any type of damage or anomaly. The balloon surface was observed using a high magnification technique to evaluate the surface conditions. During this analysis the longitudinal tear was clearly identified along the balloon body. The conditions described resulted in a leakage that impeded the functional analysis. Due to the balloon conditions where a longitudinal tear was observed during the microscopic analysis, an inflation - deflation functional analysis could not be performed. Based on the information provided, the condition in which the unit was received for analysis, and the investigation performed, the reported failure as ¿balloon ¿ balloon loss of pressure¿ was confirmed, as the balloon was not able to maintain a positive pressure to achieve the inflated state due to a longitudinal tear observed on the balloon body. Procedural factors and/ or handling process may have contributed to the failure as reported. Access site vessel characteristics (which were not provided) and/or concomitant device factors are likely since calcification at the access site and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control vcd. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) would not inflate and that the balloon had a pin hole. There was no reported patient injury. The device was stored per the labeling. The device was opened in a sterile field. The user is trained to the device. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.